Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: a review of the black box data showed reboots. A visual inspection of the pump showed the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully tighten on to the pump and was difficult to remove. A test cap was used and was able fully tighten. The pump was exercised for 24 hours with no power loss. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) readings over 300 mg/dl but below 500 mg/dl with extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was no power issue with the pump. Reportedly the batter compartment was cracked and the cap was unable to be removed. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on an alleged no power issue with cracked battery compartment.